Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Patient had total hip replacement performed in 2005 by another physician and cup appears to be loose and vertical. Cup replaced, stem was well fixed.

Event description:
Patient had total hip replacement performed in 2005 by another physician and cup appears to be loose and vertical. Cup replaced, stem was well fixed.

Manufacturer narrative:
An event regarding loosening involving a trident shell was reported. The event was not confirmed. Method & results: device evaluation and results: the device was returned assembled with the trident liner. No bone ongrowth was visible on the shell. Evidence of abrasion was evident on the coated surface of the trident shell. A dimensional inspection was performed. There was no evidence of a dimensional issue. Medical records received and evaluation: a medical review was performed and indicated "the first scenario of cup malposition is the most probable but cannot be proven with adequate certainty due to lack of supporting info. An adverse mix of patient-related factors (morbid obesity) and procedure related factors (cup malposition) is thus the most probable failure mode, however without substantial proof. Based on the current information it is not possible to differentiate between the two possibilities although device-related aspects are not apparent. The explanted components appear normal on the pictures provided but also without potential indicators for failure cause. Device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: review indicated there have been no other events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Additional information, including operative reports, additional progress notes, x-rays post implantation are needed to fully investigate the event.